Manufacturer narrative:
No device was returned for analysis, however an image from the customer was provided, showing that the tip of the guidewire had fractured while in the patient. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
We have received a complaint for phoenix light support guidewire: pg14300lf, lot 02202401 where the distal wire tip broke and remained jailed to the vessel wall. The device will not be returned for evaluation. Please let us know if you have any further questions. Thank you. Nature of complaint: after a phoenix atherectomy the distal tip of the phoenix guide wire was shown on subsequent angiography and remained in the patient. -additional information received on 3/17/2025: phoenix system was taken out together with the guide wire because the guide wire was stuck in the catheter. The separated portion of the device was jailed to the vessel wall. -additional information received on 3/18/2025: the patient is bypassed (fem/pop) yesterday. Device will not be returned. Type of case: peripheral. Access location: right sfa. Vessel tortuosity: moderate. Procedure type: peripheral. Was resistance encountered? Unknown. Lesion calcification: severe. Type of "target" lesion: calcified. Peripheral vessel: sfa. Vessel segment: prox & mid. Access approach: contralateral. Chronic total occlusion (cto)? Unknown. Was the support clip used? (Phoenix catheter): unknown. Additional questions asked. 1. Approximately what is the length of the device that was retained in the patient? Please have look at the attached picture. The guide wire is discarded. 2. Could you confirm if the separated portion of the device was tacked to the vessel wall? Or it is dilated to the vessel wall. 3. Was the device left free floating? 4. Concomitant devices, include brand name and size. A. Introducer sheath. Terumo 7 fr (cross over). 5. Patient information: a. Patient date of birth; 84 years old. B. Patient gender 1. 1. Cisgender man/boy (gender corresponds with birth sex). 2. Cisgender woman/girl (gender corresponds with birth sex). 3. Transgender man/trans man/ female to male (ftm). 4. Transgender woman/trans woman/ male to female (mtf). 5. Other gender category. 6. Decline to answer. C. Patient weight n/a. 6. Did the physician believe the device caused/contributed to the ae? N/a. 1. Was the case observed? No. 2. Did an embolization occur (yes, no)? N/a.